Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were exhibiting high shocking impedance measurements greater than 125 ohms. There was no evidence of any noise or recent stored episodes. There was however some recent pacemaker mediated tachycardia (pmt) episodes which appeared to be sinus tachycardia. The patient was brought into the clinic for troubleshooting and all pacing configurations were greater than 125 ohms. A small amount of noise could be elicited on the shock channel when the patient pressed their palms together. The patient had an echocardiogram approximately two weeks ago which reported an ejection fraction of 45%. The physician elected to program the device to monitor only and planned to continue to monitor the patient via remote monitoring. No adverse patient effects were reported.

Manufacturer narrative:
The physician planned to keep tachy mode programmed off and use the device as cardiac resynchronization therapy pacemaker (crt-p) rather than crt-d. No adverse patient effects were reported.

Event description:
Approximately six years later information received indicated that the tachy mode remained programmed off. The shock impedance measurements fluctuated between approximately 40 ohms to greater than 200 ohms. There were a few episodes stored in the device that indicated brief non-physiologic noise on the rv rate/sense channel.

Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.